Event description:
Additional information received that patient underwent surgical intervention on (B)(6) 2019, where in the ipg was explanted and replaced. Therapy restored post-op

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg is not holding charge, as a result, surgical intervention may be undertaken to address the issue.